Manufacturer narrative:
The astral device was returned to resmed for general service and evaluation. During evaluation, the device triggered an internal battery degraded alarm. The battery was replaced to address the issue. The device was serviced, calibrated, and tested before it was returned to the customer. Based on all available information and previous investigations of similar complaints, the investigation determined that the reported low priority warning alarm was triggered due to a software issue. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.